Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited capture anomalies. The patient was syncopal. The device was reprogrammed and the patient was doing well.